Event description:
It was reported that via merlin.net, non-sustained lead noise due to post paced t-wave oversensing was observed. Patient was asymptomatic. Programming changes were made successfully.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.